Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea'), heavy menstrual bleeding ('menorrhagia') and device dislocation ('right essure device not seen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia and endometrial ablation. Concurrent conditions included adenomyosis, uterine leiomyoma, paratubal cyst and peritoneal adhesions. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (failed endometrial ablation, dilatation and curettage, and total laparoscopic hysterectomy, bilateral salpingectomy/failed endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, heavy menstrual bleeding, device dislocation and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding, device dislocation, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy noted: as per pfs date(s) of insertion: 2011. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and menorrhagia ('menorrhagia'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hernia. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (failed endometrial ablation, dilatation and curettage, and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, menorrhagia and uterine haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and uterine haemorrhage to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (failed endometrial ablation, dilatation and curettage, and total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, menorrhagia and uterine haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and uterine haemorrhage to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea'), heavy menstrual bleeding ('menorrhagia') and device dislocation ('right essure device not seen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia and endometrial ablation. Concurrent conditions included adenomyosis, uterine leiomyoma, paratubal cyst and peritoneal adhesions. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (failed endometrial ablation, dilatation and curettage, and total laparoscopic hysterectomy, bilateral salpingectomy/failed endometrial ablation). Essure was removed on (B)(6) 2020. At the time of the report, the dysmenorrhoea, heavy menstrual bleeding, device dislocation and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding, device dislocation, dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy noted: as per pfs date(s) of insertion: 2011. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-nov-2021: medical record received. Reporters and medical history added.event "right essure device not seen" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.